Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Physician reported left side rupture, peri-implant seroma, and folding. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on radius side assessed as fold flaw openings and missing shell assessed as inconclusive. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: creases were observed. Additional observations: ¿ wear abrasion observed. ¿ stress marks observed. No further actions are required as the device was implanted.

Event description:
Physician reported left side rupture, peri-implant seroma, and folding. Device has been explanted.